Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. Lfs was able to reach the patient and obtained additional information. The patient reported that he had been receiving high and low readings on the subject meter when compared to his feelings. He reported that he obtained a result of 31.3 mmol/l on a one touch meter last month (specific date/time not provided). However, in the subject meter's memory, a test with the result of 31.3 mmol/l was performed on december 27 at 5:00 pm, was reported found. The patient stated that the date and time were not set correctly in the meter and that he was also using another one touch meter at that time. The patient was confused and could not remember any details of the event. He did not recall what kind of meter the "other" meter was. He finally stated that the "other" meter was the same size as the one touch ultra2, but a different color. He no longer had the "other" one touch meter (he discarded the meter since he felt it was inaccurate). The patient further reported that he "blacked out" and woke up in sweat after reportedly obtaining the 31.3 mmol/l result on the subject meter. He did not recall any results obtained prior to this result or symptoms. He stated that most of that day, he tested on his wife's meter (unknown type of meter). He could not recall any readings. He also mentioned that after getting the 31.3 mmol/l result, he took 31 units of toronto insulin. However, the patient is on a set insulin regimen (takes 16 units toronto insulin with breakfast, lunch, and supper; and takes 16 units of n at bedtime) and he could not provide information as to why to took the extra insulin since he was on a set amount. He estimated that it was about one hour's difference between the time he obtained the 31.3 mmol/l and when he "blacked out". After he woke up in a sweat, he reportedly tested again, but could not recall the result and does not know which meter it was performed on. He ate some "sweets" and felt somewhat better. He retested two hours later and obtained a result of 7.2 mmol/l on the same meter. The patient does not have any other health conditions besides diabetes. At the time of troubleshooting, it was verified the subject meter was set in the right unit of measurement (mmol/l). The patient was unable/unwilling to describe his testing technique. He was cleaning the puncture area correctly. This complaint is being reported because the patient claimed that he "blacked out" after taking insulin due to the alleged high result. The alleged high result was reportedly found in the subject meter's memory (date/time were set incorrectly). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.